Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an 80-year-old caucasian female who underwent an unspecified breast augmentation with a mentor memorygel, 275cc silicone breast implant experienced left-sided capsular contracture grade iii post procedure. The issue was confirmed by hcp. As a result, patient scheduled for removal, and capsulectomy on (B)(6) 2022.